Event description:
Kerrison no 2 (pituitary forceps) not working properly - not opening and closing correctly and separating at shank during procedure into 3 pieces. Surgeon retrieved all 3 pieces from sterile field. Removed from service and tagged for repair.